Manufacturer narrative:
The reported events of failure to capture, failure to sense, noise and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece and the helix was clogged with blood/tissue. Electrical testing was conducted and did not find any indication of conductor fractures. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure on 30 may 2023. During the procedure, it was noted that the right atrial (ra) lead exhibited inability to sense due to noise. It was also noted that the ra lead exhibited an inability to capture or pace and high pacing impedance. The lead was not used and was replaced. There were no patient consequences reported.